Event description:
The customer reported that she went to refill the reservoir and realized that she has been using a smaller reservoir, and it was not fitting in her insulin pump. During the call, the customer stated that on (B)(6), 2010 she was hit by a car going 45mph and was in the hospital for a month due to all the bones in her body being broken. The customer stated that she does not remember what it was her blood glucose reading at that time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please medwatch report # 3004209178-2013-95950.